Manufacturer narrative:
Device yet to be returned.

Event description:
It was reported that allegedly the patient's magec rod was no longer lengthening, after over three (3) years of implantation. The patient had definitive fusion, with no adverse event.